Event description:
It was reported that while using bd bbl¿ sabouraud dextrose agar with chloramphenicol deep fill excessive growth occurred. No patient impact was reported. The following information was provided by the initial reporter the plates in question are not selective but also allow the growth of gram-positive and gram-negative bacteria creating difficulties in the interpretation of colonies.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.facility name: (B)(4).

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings on recent complaint (B)(4) against sabouraud agar with chloramphenicol, catalog number 254091, lot number 2159395. Event description: it was reported that the plates in question are not selective but also allow the growth of gram-positive and gram-negative bacteria creating difficulties in the interpretation of colonies. Complaint history review: the complaint history has been reviewed and for this product, several complaints were reported for a performance issue. Therefore, a trend was identified, and further investigation was performed. Batch history record (bhr) review: the batch history has been reviewed. It was identified that the chloramphenicol containing in this product was probably affected and further finished products were identified. Sample analysis: a performance test has been performance on the retain samples from this complained batch and the performance issue could be confirmed,. A picture sample documenting the reported issue was not provided. Evaluation results and investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. However while testing the complained batch, the performance issue could be confirmed for excessive growth. Bd has identified an outside supplier issue with this plate¿s impregnated antibiotic, chloramphenicol, which results in a reduction in the antibacterial activity of the chloramphenicol over the shelf life of the agar. As a result a product recall has been initiated for the affected lots in the affected regions. Based on the above mentioned evaluation, this complaint was confirmed. Bd will continue monitoring incoming complaint with similar failure mode.

Event description:
It was reported that while using bd bbl¿ sabouraud dextrose agar with chloramphenicol deep fill excessive growth occurred. No patient impact was reported. The following information was provided by the initial reporter the plates in question are not selective but also allow the growth of gram-positive and gram-negative bacteria creating difficulties in the interpretation of colonies.